Manufacturer narrative:
Explant about 9 years post procedure due to aortic valve stenosis and calcification was reported. The investigation into the returned valve revealed calcification on all cusps with limited mobility and incomplete coaptation. There was circumferential fibrous pannus ingrowth present on the inflow surface. Cusps 1 and 2 showed a tear. Cusp 3 was not available for evaluation. No inflammation was identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported aortic valve stenosis appears to be related to the patient condition (pannus formation, calcification, and fibrous thickening). However, the cause of the pannus and calcification formation could not be conclusively determined. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The reported surgical intervention was a result of case-specific circumstances as the valve was explanted, and a replacement valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Event description:
It was reported that on an unknown date, an unknown device was implanted. On an unknown date, the device got explanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.